Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a venaseal kit during treatment of the patient¿s anterior accessory great saphenous vein (aagsv). IFU was followed. A guidewire was used for insertion of the catheter. There were no difficulties dispensing adhesive to the target lesion. 10 cm of the vessel were treated and approximately 0.5 cc of adhesive was delivered to the vessel. The post procedure ultrasound indicated glue noted in treated vessel intermittently delivered. The vein did not close. No injury reported.

Manufacturer narrative:
Image review: one cd with cines/videos were receive for evaluation. Three of the received images clearly show adhesive with acoustic shadowing. One of the images appears to be artifact on the left side of image without a shadow. Two images show that not enough adhesive was deposited in the vein. If information is provided in the future, a supplemental report will be issued.